Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of event (15-jun-2022) is considered to be the best estimate. This MDR represents the ventralight st mesh (device 2). Additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per operative notes, ¿the hernia defect in the midline was identified and omental adhesions were taken down. A piece of composix e/x mesh (device 1) was placed over the defect and secured with sutures. The fascia was closed and secured with sutures.¿ on (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of prior mesh and implant of ventralight st mesh (device 2). Per operative notes, ¿in the intra-abdominal cavity, at the cephalad portion of the incision, recurrent ventral hernia with prior mesh was noted. Adhesions of anterior abdominal wall and small bowel was lysed. The prior mesh (device 1) was removed and ventralight st mesh (device 2) was placed over the recurrent defect in intraperitoneal space and secured inplaced with sutures circumferentially.¿ ni- ni - 2022 ¿ patient had small bowel blockage thereby underwent repair.